Event description:
It was reported the subject device pump did not turn. The issue was found during an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flushing pump not working. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.